Event description:
It was reported the alarm was heard on the patient¿s pump ¿when it run out before. I mean when the battery was going dead before he had the last one put in, you could hear this beep. He heard the beep, beep, beep when the pump was quitting before¿. The type of medication being delivered via the device system at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l53964, implanted: (B)(6) 1998. Product type: catheter. (B)(4).